Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer receiving morphine (unknown dose and concentration) via an intrathecal pain pump indicated for non-malignant pain. It was reported the consumer tried to bolus and they would get an 'x' and the consumer noted 'I think it flipped on me'. The consumer stated the pump was replaced in may, and thought it flipped because it would hurt a lot and the consumer had that problem before. The consumer clarified that the pump had been moving and flipping since their recent implant and stated, it was in another spot and then it moved again, and another spot, and it moved again. The consumer noted she thought they glued it or something because it moved back to where it used to be. The patient noted it hurt at time of call and thought she moved it again. Since then, it flipped on her. She tried to turn it back to see if she could get a bolus. The patient noted the last time they refilled it, it was easy because it had been replaced in may. The consumer noted she had planned to go back at the end of the month and ho ped that they don't have a hard time again. The consumer noted it showed a different screen on her machine and it didn't show it before it flipped. It went away when she tried to flip it and she didn't remember what it said. When the consumer grabbed their personal therapy manager (ptm), the consumer stated they take the batteries out when it's not being used. The consumer was able to bolus successfully at time of call. The consumer confirmed a screen they've seen before when they've given themselves boluses successfully. The consumer stated she was trying to flip it and flip it herself and after she did she must've fallen asleep because she woke up at 1030 on the morning of (B)(6) 2022 and could feel the relief after she had flipped it in her stomach. The consumer mentioned they spoke with the their doctor's assistant who filled the consumer's pump, prior to calling patient services. The consumer stated he is very new so he said if she couldn't straighten it out to call him back. The consumer stated their pump that was recently implanted had been flipping off and on since implant. The consumer stated, every time it flips, she should know. It hurt and it burned at the same time. The consumer mentioned at 3am on the morning of (B)(6) 2022, they were trying to get the pump 'flipped' back, and stated she tried it again and it felt different so she thought it might have flipped. The consumer mentioned their next refill appointment was planned for october 27th at 1pm. The consumer also mentioned, she had "a lot of problems when my nerve pain". The issue was not resolved as troubleshooting was not needed. The patient was redirected to their healthcare provider to further address the issue.